Event description:
During a low anterior resection procedure, on one pt. Reportedly, the staples did not form properly. The surgeon resected the staple line and applied manual suture. The hosp has reported the pt's condition is satisfactory.